Manufacturer narrative:
It is unknown if the device will be returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.

Event description:
The incident involved a primary plumset on an unknown date. It was stated in the report that the tubing fell apart at the cassette and fluid dripped on the floor. There was unknown patient involvement and unknown patient harm reported.